Event description:
It was reported that during a cholecystectomy, they had a failure of el5ml clip applier. The first 2 devices failed to fire out of the box. The 3rd device miss fired after the first firing. Procedure was completed without any delay. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch # z7038f. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. Four (4) malformed clip were returned inside a plastic bag. Upon testing, the device was fired and the clips did not advance into the jaw. The tip of the advancer was noted to be bent. Disassembly confirmed the advancer was bent and eleven (11) clips were found inside the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch z7038f number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did device jam (not fire clips)? Did device not feed clips (clips not advance fully into jaws)? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? Did the clip not hold on the vessel or tissue once placed? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.